Event description:
It was reported that during a laparoscopic gastric bypass, just prior to using the device, the tip broke off into the patient. The tip was retrieved with no medical intervention. A like device was used to complete the procedure. There was no patient consequence.